Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and the u1 pcba was detached to download the reciever log. It was reviewed and no errors were observed related to the complaint. A receiver functional test was attempted, unable to run tests because perpetually rebooting. Performed manual tests "try it", unable to run because of perpetual rebooting. Speaker resistance was measured and passed. The reported event of no audio output was unable to be determined as testing could not be completed. A root cause could not be determined.